Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. The device was removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure involved retrograde puncture from the right femoral artery using a non-cordis sheath. The operator had prior experience using the device. During withdrawal at an approximate 50-degree angle, pulsatile blood flow in the blood return indicator stopped, and the device was further withdrawn by about 1 cm; however, the indicator window did not change color. Repeated attempts were made by adjusting the angle, but the indicator window remained unchanged. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.